Manufacturer narrative:
The device was returned to the resmed and an evaluation was performed. The evaluation determined that the power issue was due to a defective battery. The battery was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had decreased operating time while using its internal battery. There was no patient injury reported as a result of this incident.